Event description:
Diabetic on insulin tested blood glucose as 150 mg/dl on suspect device. Patient did not feel well and was admitted to intensive care unit because his blood glucose was equal to 500mg/dl by lab method.